Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by spouse that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 800 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and "acting strange"; he was also diagnosed with having had a heart attack at home. The patient was transported by ambulance, given intravenous fluids and admitted to the intensive care unit for a couple of days; spouse could not recall method of treatment provided, but reported that patient's aspirin regimen was increased to 325mg. The patient was released after spending 3 nights total in the hospital. The pod was removed at the hospital. Upon pod removal, it was realized the cannula never inserted into the skin.